Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the motor device torque strength was low. During service and evaluation, it was observed that the locking components were damaged, the coupling was defective, and the locking pins were too short. The device also failed the following pre-tests: loctite and cable assessments and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial medwatch that the locking pins were too short, after further evaluation it was determiend that the holding pins were too short and the coupling rotated even when open. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.